Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence, and any potential contribution of the device to the patient outcome, is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: surgery slc: 384 n wright brothers dr USA salt lake city, ut 84116.

Event description:
On (B)(6) 2026, an internal email originating from a customer site was sent to a ge healthcare (gehc) sales representative indicating that a patient expiration had occurred and that the event was potentially associated with a ge healthcare c arm. The content of the customer¿s email described the following sequence of events: 1. The patient presented for a routine urologic procedure requiring intraoperative fluoroscopy. 2. The gehc c arm equipment was maneuvered to obtain the desired view. 3. The clinical team did not recognize an image inversion and subsequently requested administration of contrast dye. 4. An incorrect dose of contrast dye was administered, which the customer reported as leading to ¿catastrophic outcomes,¿ including a reported patient expiration. No additional information regarding the date of the procedure, specific device settings, images, workflow steps, or any direct observations from gehc personnel has been provided.

Manufacturer narrative:
Ge healthcare has completed its investigation into the reported event. Based on the information provided, the root cause was determined to be use error. The customer reported that "the equipment did not malfunction in this event. The image was reversed inadvertently, and it was unknown to the radiologic technologist at the time." A thorough evaluation of the device, along with a review of available data and customer feedback, did not identify any device malfunction or performance deficiency. There were no ge healthcare¿attributable root causes identified. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.